Event description:
According to the reporter, product fell apart while in use during laparoscopic cholecystectomy . No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection of the returned product noted the trocar balloon was broken. The lock collar and obturator appeared intact. The inflation syringe was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the balloon burst when inflated in the patient and all the pieces were retrieved. No patient injury.